Manufacturer narrative:
H6: investigation summary : no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2012502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Five retained samples from lot 2012502 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to the connector or our manufacturing process at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that a connector c35-o experienced separation at the mating component during use. The following was reported by the initial reporter: "bd phaseal optima connector (bd #515070) luered off the bd maxplus (bd #mp1000-c) during home infusion of 5fu pump. Patient was able to luer the two pieces back together, but notified nurses at the end of infusion."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a connector c35-o experienced separation at the mating component during use. The following was reported by the initial reporter: "bd phaseal optima connector (bd #(B)(4)) luered off the bd maxplus (bd #(B)(4)) during home infusion of 5fu pump. Patient was able to luer the two pieces back together, but notified nurses at the end of infusion."